Event description:
A report was received that the patient went to the emergency room for chronic neck pain and uncontrolled twitching and underwent an explant procedure. The reason for the explant, neck pain and uncontrolled twitching is unknown.

Manufacturer narrative:
Additional information was received that no further information will be provided to bsn.

Event description:
A report was received that the patient went to the emergency room for chronic neck pain and uncontrolled twitching and underwent an explant procedure. The reason for the explant, neck pain and uncontrolled twitching is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear stlead, 50cm model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.